Event description:
During a ptca treatment procedure, the maverick otw 9/1.5 mm balloon ruptured at 3 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a very calcified, 100% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The physician used a conquest guidewire and 8f mach1 guide catheter to cross the lesion. The maverick otw balloon was removed and replaced with a rotablator 1.5 mm burr device to complications were reported. Patient status is reported as 'fine.'